Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not returned, photograph provided

Event description:
It was reported that during a breast reconstruction procedure, the plastic clip broke and was quickly removed from the surgical site. It was also reported that there was a minor delay as a result of this event. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Event description:
It was reported that during a breast reconstruction procedure, the plastic clip broke and was quickly removed from the surgical site. It was also reported that there was a minor delay as a result of this event. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting confirmation if device is available for return.